Manufacturer narrative:
(B)(4). One unit of subassembly ph12153 033 neb adaptor phantom holder was received for analysis. This subassembly is part of the fg 031-33j nebulizer adaptor 033, sterile, (B)(4) related to this customer complaint. During the visual inspection it was observed that the sample was not received in the original packaging, and had signs of use. It was also observed that there was damage on the internal thread and locks of the component p/n (B)(4). No other issues were found. Functional testing could not be performed due to the damage on the internal thread. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the connector had an unstable connection. Another unit was used without issue.

Manufacturer narrative:
(B)(4). A visual & dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture was not provided. No functional inspection can be performed since the sample is not available for evaluation. Failure mode could not be duplicated since it is unknown the reason why the flow volume connector had an unstable connection condition. However as an additional test, oxygen entrainment testing ((B)(4)) was performed to 30 subassembly (p/n: 12153) production samples that were taken randomly from adaptors assembly line. These components are part of catalog number ip-5036 batch 74k1502935. Catalog number ip-5036 uses the same subassembly (B)(4) than catalog number 031-33j related to this customer complaint. During the testing no issues or discrepancies were found than can lead to the condition as reported. The device history record for the reported lot# was reviewed and no issues were found which could potentially relate to this complaint. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the connector had an unstable connection. Another unit was used without issue.